Event description:
It was reported the patient died on (B)(6)-2010, two days after replacement of a device and lead. Follow up with clinic reported "patient was complaining of vf/vton admit to the hospital" 8 days prior to death with 12 shocks delivered. Unknown to clinic nurse if shocks appropriate or not. Patient was not dependent. Last clinic visit and device check was 3 days before hospital admit and was normal/unremarkable except the battery was approaching eri (elective replacement indicator). Device was replaced and was working properly. Discharge notes from hospital indicate arrangements were made for palliative care. Cause of death was unknown to the clinic.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient died on (B)(6) 2010, two days after replacement of a device and lead. Follow up with clinic reported reported "patient was complaining of vf/vt(ventricular fibrillation/ventricular tachycardia) on admit to the hospital" 8 days prior to death with 12 shocks delivered. Unknown to clinic nurse if shocks appropriate or not. Patient was pacemaker dependent. Last clinic visit and device check was 3 days before hospital admit and was normal/unremarkable except the battery was approaching eri. Device was replaced and was working properly. Discharge notes from hospital indicate arrangements were made for palliative care. Cause of death was unknown to the clinic. Follow up with physician's office reported only "that this patient was very sick."

Event description:
It was reported the patient died on (B)(6) 2010, two days after replacment of a device and lead. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Pacemaker dependency.